Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: sui.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, and rectocele. It was reported that following insertion the patient experienced incontinence, emotional depression and very painful intercourse. No additional information was provided. (B)(4).